Event description:
It was reported that a patient underwent a total knee replacement procedure on (B)(6) 2022 and barbed suture was used. The needle popped off of a suture. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was the needle piece removed from the patient? Lot number? Patient condition? This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name: irgacare®, active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: 2360 g/m. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.